Event description:
Reporter indicated that vns pt had passed away. Certificate of death lists respiratory arrest as the immediate cause of death, due to or as a consequence of mitochondrial disorder of oxidative phosphorylation, due to or as a result of epilepsy. No autopsy was performed. Physician indicated that the pt died of respiratory arrest during the night and there was no seizure associated. Physician indicated that the ncp system was not related to the cause of death. The pt reportedly experienced a >50% reduction in seizures with the vns therapy. Return of explanted product for analysis is pending.